Event description:
Balloon burst.

Manufacturer narrative:
As reported by our affiliate, during dilation of the deep femoral artery, the balloon burst. The pressure used is unk. The vessel was calcified. There were no adverse effects on the pt. The procedure was completed with another balloon. This prod is no available for testing and eval. Add'l info rec'd with a submitted within thirty days upon receipt.